Manufacturer narrative:
The monitor was manufactured 31-jul-2006. Per edwards¿ standard operating procedure, the useful life of the monitor has been established to be 5 years. The referenced monitor has exceeded the useful life established for this device. The device evaluation is expected but was not complete at the time of this submission. Review of the device history record, evaluation results, investigation, and a conclusion will be communicated in a follow-up submission.

Event description:
It was reported that during use, the vigileo monitor displayed values identified as ¿all data is error.¿ additional information received indicated that the unit displayed unusually high values for every parameter (cardiac output, blood pressure, svo2, etc.). However, the specific details were unable to be obtained and no error messages were reported. When the event transpired, the customer surmised that the values were reflective of the patient¿s status but when the unit was utilized with another patient, the values again appeared to be high and therefore suspect. There was no report of any inappropriate treatment resulting from the observance of the ¿high¿ values and this report is being communicated as a result of the inability to confirm or negate the presence of inaccurate values. No additional system-related devices were identified as suspect.

Manufacturer narrative:
As previously reported, the monitor was manufactured 31-jul-2006. Review of the device history record supports that there were no non-conformances noted for any reason. Per edwards¿ standard operating procedure, the useful life of the monitor has been established to be 5 years. The referenced monitor has exceeded the useful life established for this device. Examination of the returned device confirmed the customer¿s experience. Upon further investigation, the data was simulated in the service center laboratory - the following issue was identified: the j5 (apco connector) solder joint was cracked on the mainboard resulting on the inability to zero the arterial pressure signal to perform co, as well as result in unstable parameter readings. The root cause is consistent with normal wear and tear of the apco connector. The apco connector (j5) located on the mainboard was replaced and the unit was tested to ensure it met all applicable release criteria.